Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the end of the phacoemulsification mode, a sufficient amount of balanced salt solution (bss) was loaded into the simplicity intraocular lens (iol) case. No resistance was felt during the unit handling and the iol was implanted in the operated eye. When the iol was rotated using a hook, a scratch was found in the haptic. The injector was difficult to use and caused stress to the physician. The iol was cut and removed. A new lens of the same model was implanted and the procedure was completed. Through follow-up, we learned that the an incision enlargement and sutures were performed. The patient is stable and no further details were provided.